Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb charging cable and wall adapter. The pump was able to charge successfully while plugged into an alternate usb cable and alternate wall adapter. Additionally, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Tandem customer technical support assisted the customer with turning the pump on. The customer's blood glucose (bg) level was over 500(mg/dl). Reportedly, the customer used the pump to address bg level, however, contact did not provide further details on how bg level was treated. Multiple follow up attempts were made to gather details on how bg level was treated, however, the customer did not respond to follow up attempts.